Event description:
A cusa nxt that was being used during a procedure seemed to be causing 24 khz hand pieces from the same facility (cross reference with MFR report # 8010219-2012-00014) to heat up to an excessive temperature and the power was not consistent. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.